Event description:
The tibial plug broke during trial reduction.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event may be due to a combination of the material age and intra-operative technique.